Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure alarm occurred during a routine hemodialysis treatment. Treatment was ended without performing rinseback due to clotting of the circuit, resulting in an estimated blood loss of 190cc. It was determined through assistance by technical support that the alarm was caused by an occluded waste line due to improper flushing by the operator. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. User's guide also contains adequate instructions for removing occlusion from the waste line. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Facility staff has been notified and add'l training was provided. Nxstage medical considers this report closed. No add'l info will be provided.